Event description:
Caller reported cgm error 42 and the issue was associated with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a pump reset, which resolved the issue, allowing the sensor session to start successfully without further errors.